Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user accidentally announced two additional dinner meals on the ilet system, then immediately paused the pump and disconnected to avoid unintended meal insulin; the agent advised that unpausing while disconnecting prevents additional meal insulin delivery, and no alerts or alarms occurred. Symptoms included no reported adverse events, with a reported blood glucose of 89 mg/dl and no change attributed to the event. Outcomes included no clinical impact, no healthcare intervention, and no hospitalization. Investigation included user education and troubleshooting regarding proper use of pausing and disconnecting to avoid additional meal insulin. Investigation of this case revealed user error related to meal announcement handling, with no device malfunction and no component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.